Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, effusions, and pain. The surgeon indicated the tibial component was loose and the implant to cement was consistent with tibial de-bonding. He did not comment on the femoral component and it was not revised. The surgeon reported the patella was inspected and appropriate with no evidence of loosening and so was not revised. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial revision components and smartset cement x 1. Doi: (B)(6) 2014. Dor: (B)(6) 2018. (Rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.